Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a carotid stenting procedure using a 6f sheath with no calcification at the access site. Reportedly, after deploying the plunger, the suture became caught under the anterior footplate. The footplate could not close completely and was up just a little. When trying to pull the device out of the anatomy, it was stuck. After lifting up the footplate, the suture came loose. After advancing the knot of the suture to the wall, bleeding was more than pulsatile. Manual compression was applied and a non-abbott device was deployed yet bleeding continued. After continuing manual compression, an ultrasound was taken which revealed a pseudoaneurysm. The pseudoaneurysm was treated and hemostasis was achieved with additional manual compression. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficult to remove and difficult to close the foot include, but not limited to, tissue or suture caught in the foot. Factors that contribute to failure to achieve hemostasis, include, but not limited to poor or partial tissue capture, air knot. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a carotid stenting procedure using a 6f sheath with no calcification at the access site. Reportedly, after deploying the plunger, the suture became caught under the anterior footplate. The footplate could not close completely and was up just a little. When trying to pull the device out of the anatomy, it was stuck. After lifting up the footplate, the suture came loose. After advancing the knot of the suture to the wall, bleeding was more than pulsatile. Manual compression was applied and a non-abbott device was deployed yet bleeding continued. After continuing manual compression, an ultrasound was taken which revealed a pseudoaneurysm. The pseudoaneurysm was treated and hemostasis was achieved with additional manual compression. There was no reported clinically significant delay in the procedure. No additional information was provided.